Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, bleeding occurred at the access site that required the transfusion of 4 units of packed red blood cells and an intervention. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that indicated the injury was not at the access site, but rather to an accessory renal artery. It was reported that after the valve was implanted, hypotension and a complaint of abdominal pain were noted. A computed tomography (CT) indicated a retroperitoneal hematoma and angiography indicated a perforation of an accessory right renal artery. A percutaneous embolization was performed. No other adverse patient effects were reported. Section g:3 on the initial report had been selected as a "study" however this implant procedure was not from a study. If information is provided in the future, a supplemental report will be issued.